Event description:
After placing screw in pt's right foot, an oec x-ray was performed to check product placement. X-ray revealed foreign body in right foot. The doctor proceeded to remove the foreign body under fluoroscopy. Physician discussed event with pt to discuss add'l incision to remove the foreign body. Facility notified MFR rep, (B)(4).